Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the telemetry device is corroded, has no sound, and displays a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device has sound when tested outside of the device. The customer's allegation was not replicated during evaluation. Based on the results from the evaluation, it is determined that the device was working as intended. The root cause is unknown. At the repair bench, parts were replaced/updated as part of the refurbishment process. There was no actual malfunction of these parts. The device was returned to the customer.